Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right radial artery. The 89% stenosed, 26mmx2.75mm, de novo, eccentric target lesion was located in the non-tortuous left anterior descending (lad) artery. After predilation using a 2.5mmx20mm maverick balloon catheter, residual stenosis was 83%. A 3.00mmx28mm promus element ¿ stent was then advanced but failed to cross the lesion. Upon removal of the device, it was noticed that the stent fell off. The dislodged stent was retrieved using a snare and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.